Event description:
During patient training the monitor was programmed, the patient was baselined, but the vibration was not felt when the device was restarted. Another electrode belt was tried but the vibration was not felt in either training mode or normal monitoring mode. Another monitor was programmed and baselined and both electrode belts vibrated normally in training mode and normal monitoring mode. The suspect monitor was returned to lifecor for evaluation.